Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Patient reported, left side rupture. And exchange from textured to smooth implant, due to the patient's concern with the product. Healthcare professional, later reported, rupture. And exchange from textured to smooth implant, due to the patient¿s concern with the product. Device remains implanted.